Event description:
It was reported that the patient's pacemaker would not connect via merlin.net. The patient presented in clinic for follow up and the device was found in back up mode. The patient felt fatigue and palpitations. The device was reset and reprogrammed successfully. The patient was discharged.